Manufacturer narrative:
The returned product analysis indicated that lead s/n (B)(4) passed mechanical tests performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead, approximately 20.53 cm from the distal end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance.

Event description:
A report was received that the patient underwent an explant procedure due to high impedances on multiple contacts of the lead, which was thought to be caused by lead migration. Analysis of lead s/n (B)(4) confirmed that the lead was fractured.